Manufacturer narrative:
The results of the investigation had shown that the user was trying to set up a stand position to take a thorax pa changing the portable detector mode. It was set to the stand mode by pressing the stand position button on remote-controller. However, the stand position was not ready and (1) automatic exposure control (aec) was off due to the (2) interoperability problems in the hospital networks at the right time when the system(gc85a) was being set up for the stand position. (1) aec conditions: portable detector mode (aec off), stand mode(aec on) (2) interoperability problems: communication problems with the unstable network system in the hospital or problems with communication interface(2.4g) between two or more separate devices the irradiation condition (kvp : 125, ma : 250, msec : 500) and the status of aec off had been displayed on the user interface (ui), as the acquisition setting exceeded 100 mas, the over-exposure prevention function turned on the generator lock showing the generator lock status on the ui. The user clicked the generator lock status icon and checked the (3) warning message but proceeded the exposure by pressing the ok button. (3) warning message: generator locked excess kvp and/or mas for the selected protocol. Press 'ok' to close this pop-up window. Otherwise press 'ignore' to proceed anyway there have been many cases to press 'ignore' to proceed for the obese in the field. After pressing the ok button, the irradiation conditions were able to be reduced or rechecked as much as the user wanted but they were not changed at all. The user clicked the generator lock status icon again to check the warning message and press the ok button again then, the user pressed the 'ignore' button in the warning window to proceed with the shooting. This pattern has happened two more times. Investigation results above have been delivered and explained to the customer (dec/16/2021). The user will undergo through training with the system again. The gc85a system is still in use. Investigation results have been explained to the customer and customers also agreed with samsung's conclusion.

Event description:
Samsung received the user report from bfarm on dec 14th, 2021. The samsung x-ray machine gc85a in the emergency room of the (B)(6) clinic is on (B)(6) 2021 at 4:44 pm. Clock with a thorax pa recording of a patient on the wall stand an error occurred. Despite being discontinued automatic exposure did not work and only switched off after the maximum possible 500 ms. The patient has thus received a 50-fold radiation dose. The radiographer repeated the recording twice because the image was almost black and therefore impossible to assess, and the patient was then x-rayed while lying on the table. The admission of other patients before and afterwards were not objectionable. The samsung company became on november 26th notified of the incident. The technician was able to work on the system did not find any defects.